Event description:
Revision left hip due to dislocation.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided product/lot code combinations found no other reports. Review of provided medical records confirms dislocation, but finds it is unlikely this was due to the implant as the surgeon noted mal-alignment of the device in the registry report and posterior instability in the clinical correspondence. It is not possible to say if the alignment resulted from the patient¿s anatomy. No x-rays were provided. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.